Manufacturer narrative:
Results - three samples were received. One tube had glass breakage and no additive in the tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5089837. Conclusion - during the forming process a j crack may have formed. Because of the glass break, additive leaked out. This can be seen by the liquid damage that is on the label.

Event description:
It was reported that 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ was missing anticoagulant and had broken/cracked glass under the lid. No injury or medical intervention reported.